Event description:
As reported to coloplast, the doctor was tensioning the sling's legs, then arms, then legs and it broke; broken arm.

Event description:
As reported to coloplast, the doctor was tensioning the sling's legs, then arms, then legs and it broke; broken arm.

Manufacturer narrative:
One virtue male sling was returned for evaluation. An engineer examined the returned device and concluded the device tore on the arm during tensioning. A tear was likely formed, and the tensioning likely caused the tear to rip through the mesh.

Manufacturer narrative:
Device awaiting evaluation. Results to be provided in a follow-up report.